Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that label printer was not configured. A technical support specialist conducted the configuration and executed the batch file, successfully resolved the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis ciisafe system label printer was not working. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.